Manufacturer narrative:
(B)(4). This report is filed on november 04, 2016.

Event description:
Per the clinic, the patient developed infection at abutment site and experienced a loss of osseointegration on (B)(6) 2016 resulting in fixture loss. Re-implantation is planned but has not occurred as of the date of this report november 04, 2016.